Event description:
Vns pt was experiencing pain at their left sternal notch directly correlating with stimulation as a result of apparent damage to the bipolar lead. It was reported that during previous generator replacement surgery approx three years prior, the neurosurgeon "nicked" the lead insulation, but noted that the lead wires appeared to still be intact. Device diagnostic testing was within normal limits, so the lead was not replaced at that time. The pt continued to have good seizure control with the vns therapy. Treating surgeon is considering revision surgery to either replace the lead or to repair the damage to the lead insulation using a gortex wrap.